Event description:
Reporting 9 false positive results received during employee testing. 2 of the 9 results were confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: can not duplicate with customer returned product. Source: phone.